Event description:
Attorney reported: on 0 (B) (6) 2009 - a kugel mesh patch was used to repair patient's hernia and was inserted during a hernia repair operation. As a direct and proximate result of the defective condition of the kugel mesh patch, the patient developed an infected hematoma. As a result, patient developed complications with her abdominal wounds. She has been left with a recurrent ventral hernia, complications and scarring from the infected hematoma and a recurrent bulge in the suprapubic area. On (B) (6) 2009 - due to patient's aforesaid condition, the patient underwent surgery to remove the infected kugel mesh that had caused the infected postoperative hematoma. Patient continued to experience severe pain. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.